Manufacturer narrative:
Summary eval: the info provided indicates that this event could be device related as dislocation of the hip is possible with the reported acetabular insert.

Event description:
Component was revised for dislocations. Upon explant, md compared the old liner to the new p-5 liner and said the old p-5 looked shallow. A total acetabular revision was carried out. Acetabular shell, liner, screw and 28 mm femoral head were replaced.